Manufacturer narrative:
Investigation summary: DHR, maintenance record analysis and quality notification analysis were reviewed and no deviation was found for this batch. A picture was sent by the customer, and with that an investigation was performed to determine the root cause for the defect, confirming the complaint. The manufacturing process are validated with defined acceptance criteria. The incident identified by this complaint will be monitored to tendency analysis. Conclusion: the root cause for this failure mode is due to the printing machine. The error was not detected by the associate involved in the process.

Event description:
It was reported that 28 syringes plastipak 20ml s/su experienced no label or missing label information which was noted prior to use. The following information was provided by the initial reporter: the expiration date is incomplete, in other words, the month of manufacture is not printed on the product packaging.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 28 syringes plastipak 20 ml s/su experienced no label or missing label information which was noted prior to use. The following information was provided by the initial reporter: the expiration date is incomplete, in other words, the month of manufacture is not printed on the product packaging.